Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The imaging window separation was observed at the lap joint in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. Imaging core windup was found within the telescope section of the device. Windup were encountered in the double heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on new information received on 20-jun-2016. It was reported that lost image occurred. The target lesion was located in the severely tortuous and moderately calcified coronary artery. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was selected for use; however, lost image occurred during the last pullback. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good. However, additional information revealed that the imaging window has been separated from the lap joint.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Reportable based on new information received on 20-jun-2016. It was reported that lost image occurred. The target lesion was located in the severely tortuous and moderately calcified coronary artery. During percutaneous coronary intervention (pci), an opticross imaging catheter was selected for use; however, lost image occurred during the last pullback. The procedure was completed with a non bsc device. No patient complications were reported and the patient's status is good. However, additional information revealed that the imaging window has been separated from the lap joint.